Manufacturer narrative:
Other, other text: one medfusion 4000 pump was returned for the evaluation of the reported issue. It was received with damages to the lower left front corner of the top case and tamper seal removed on the plunger assembly and bottom case. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of primary audible alarm post. To further investigate, a power up test was performed. The reported event could not be duplicated. The cause of the primary audible alarm post error could not be duplicated. The speaker was replaced for preventative measures. A pm maintenance was performed and the device passed all functional testing.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited primary audible alarm. No patient consequences were reported. No adverse effects were reported.